Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic helpline reported via phone call that customer experienced high blood glucose level as well as possible under delivery. Customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Troubleshooting was not performed for high blood glucose level and under delivery. The device will not be returned for analysis.